Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the lead had dislodged. Additionally, it was noted that the lead could not be repositioned due to helix extension failure. The lead was not used. The patient was stable.